Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
One day post op it was found that the atrial lead had dislodged. 24hr trends on the device showed it dislodged around 2.5 hrs post implant. The lead was repositioned and remains implanted. Should additional information be received, this file will be updated.